Manufacturer narrative:
As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel et al., 2013). Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time (sforza, et al. 2017). Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rupture: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. Seroma: "seroma is an accumulation of fluid that results from tissue inflammation. The etiology of seroma is known in breast surgery and is connected to a hypovascular milieu or trauma following the surgery. Often, seromas are reabsorbed by the body over several weeks, but needle drainage is sometimes needed to remove the fluid. While seromas do not increase breast cancer risk, they sometimes heal with scar tissue or calcifications that can raise a concern about mammograms in the future. Seroma symptoms most often appear a week to 10 days after surgery; the area may feel tender and swollen, with a discrete lump and redness arising within a day or two. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time. In addition to causing pain, a seroma increases the risk of developing an infection in the breast. Depending on the location, it may also increase pressure over the surgical site and sometimes cause wound dehiscence". Establishment labs requests the unit to confirm the rupture and to perform the corresponding testing (including but not limited to: revision and characterization under the microscope of the rupture section, mechanical testing according to approved standards, etc.). For this specific case, there device will be returned for analysis. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time.

Event description:
Colombia. Allegedly, a patient who underwent an augmentation mammoplasty had an MRI scan that showed signs of seroma and rupture on the right side. During the revision surgery, those findings were confirmed. The investigation is ongoing.